Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('get my fragment out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery ("lost everything including ovaries"). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("get my fragment out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery ("lost everything including ovaries"). Essure was removed. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.